Event description:
This will be filed to report due to difficulty capturing the leaflets tissue damage occurred. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. The first clip delivery system (cds) was advanced to the mitral valve and the clip was deployed. A second cds was advanced and the clip had difficulties capturing the leaflets and mr could not be reduced. The physician suspected tissue damage. Therefore, the physician decided not to implant the clip and stop the procedure. Only one clip was implanted with mr remaining at 4. There was no treatment for the tissue damage. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported positioning failure was due to challenging patient anatomy. The reported possible tissue damage appears to be a cascading event of the positioning failure. The reported unspecified tissue injury as listed in the mitraclip system instruction for use (IFU) is known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.